Event description:
Pt intubated and placed on ventilator, no chest rise, alarms sounding. Pt removed and manually ventilated until a different ventilator was brought to room. No harm to patient and o2 sats remained above 100%. Manufacturer response for ventilator. Removed from service and repaired by hospital bio med staff who found a leak in the humidifier., (brand not provided) (per site reporter): unknown. The ventilator was repaired by hospital bio med.